Event description:
It was reported, that the right ventricular (rv) lead has had chronic low r-waves. They measured 3 mv at implant. The automatic gain control was programmed at 0.6mv and now there is r-wave oversensing. Technical services suggested reprogramming to unipolar configuration. The rv lead remains in service. And no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).